Manufacturer narrative:
For this complaint: actual product is unknown. The part number, lot number, and product size were not provided and it could not be confirmed by reporter. Complainant hospital name and address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The doctor of obstetrics and gynecology (ob/gyn) from the hospital reported to company¿s representative that dressing was applied to an adult female patient's cesarean delivery (c-section) incision. The product reference number was not provided. The patient attempted to remove the dressing after an unknown time frame and was unable to remove the dressing as it was difficult to remove. The patient went to the emergency room (ER) and the dressing was removed by the ER staff and the doctor reported that everything was fine and no untoward issues were reported. It was not known how the dressing was removed or if any other interventions were needed. It was also not known if another dressing was applied. The hospital switched from other company¿s surgical dressing to our company¿s surgical dressing, but doctor was reluctant to make the switch and did not respond to the representative offers to provide education on the uses of the product. Representative was able to talk with the doctor on (B)(6) 2022 and provided the education to the doctor as well as education information for the patients. The doctor did not provide any information regarding an office contact person to obtain additional information and did not want to provide any additional information at this time. Therefore, no other contact was made to the doctor. No photograph is available.